Event description:
Allegedly, fractured neck- hip revision surgery. Confirmed revision information and implant details on 09/07/2016.

Manufacturer narrative:
Additional information received on 2/24/2017. Updated patient name and updated the revision date.

Manufacturer narrative:
Additional information received on 02/06/2018: updated dob